Manufacturer narrative:
D9, h2, h3: the hardware was returned and analysis was performed. Only the base was returned with two of the three intact screws. The broken screw was not returned. The returned parts were not germane to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient experienced no symptoms from the incident. The doctor was not concerned or irritated to the medtronic representative's (rep) knowledge.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that the screw of the biopsy base broke when taking it out of the skull. All parts were taken out of the skull. There was troubleshooting present. It was reported that they drilled around it to get it out of the skull. There was no impact to patient's outcome and surgical delay was reported as less than one-hour.

Manufacturer narrative:
H3, h6) no parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. H6) multiple annex e codes were applied to capture the patient's outcome. It was reported that the patient had no impact to their outcome (e2403). It was also reported the site had to drill around to get the pieces out of the skull (e2015). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.